Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 24-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the reported message 706 syringe-l error after reviewing the sample run log from the customer's g8. Fse observed and cleaned the debris in the tube fittings, replaced the sample needle due to clogging, the 2-way solenoid valve, 3-way joint, and the needle wash block. Fse then primed the instrument and ran quality controls (qc) and patient samples. All results were within acceptable range and the error message cleared. The g8 instrument was performing as intended and the error message cleared. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 20-dec-2017 through the awareness date 20-jan-2018 for similar complaints was performed. There were two (2) similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp.reset. The most probable cause of the reported event was due to debris at tube fittings.

Event description:
On (B)(4) 2018, a customer reported getting message 706 syringe-l error on the g8 instrument. On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Correction: updated PMA/510k with 510(k) number. Correction: update additional narrative. A 13-month complaint history review and service history review for serial number (B)(4) from 23-dec-2016 through the awareness date 23-jan-2018 for similar complaints was performed. There were two (2) similar complaints identified during the searched period.